Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose. The customer blood glucose level was 540 mg/dl at the time of incident and the current blood glucose of the patient was 467 mg/dl. Customer treated with insulin pump. Customer stated the insulin pump had no delivery alarm. Customer did not allege pump was under delivering. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.